Event description:
Healthcare professional reported "a suspected biocell textured implant rupture." Affected side is right. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b3, b5, b6, d1, d2, d4, d6(b), g4, h4, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional reported unknown side rupture and biocell textured implant. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, h.6.

Event description:
Healthcare professional reported a "suspected textured implant rupture." Diagnosed via mammogram. Healthcare professional later reported "silicone extravasation, extracapsular silicone is suspected at the superior edge of the implant, and silicone debris" and "capsular contracture baker grade ii". This relates to right side. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "a suspected biocell textured implant rupture." Affected side is right. The device remains implanted.